Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. We were unable to verify excessive no delivery alarm or perform the self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer had symptoms such as being thirsty. The customer also mentioned issues with no delivery alarms. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions. The insulin pump will be returned for analysis.